Event description:
The event is reported as: the customer alleges that the unit does not turn on. The unit was returned to the biomed shop and it does turn on when tested. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the device product was not returned. A device history record (DHR) review was conducted on the reported serial number ((B)(4)). The DHR investigation did not show issues related to the complaint. Assessment of fmea (product/process) was conducted and no changes were required. The complaint cannot be confirmed and a conclusive root cause determined since the sample was not available. A corrective action can not be determined since the sample was not available for evaluation. Teleflex will continue to monitor and trend relating complaints.